Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone (cervical part missing bone), thread tap used, immediate implantation after explantation of residual root, pain, inflammation, mobility.